Event description:
The customer reported having a blood glucose (bg) level of 260 mg/dl at 4:06 am on (B)(6) 2013. He gave himself a bolus of an unknown amount of insulin. At 6:19am, his bgs rose to 303 mg/dl. The customer ate breakfast and gave himself a correction bolus of an unknown amount. By 8:50 am, the customer's bgs reached 477mg/dl, so the customer changed the pod.

Manufacturer narrative:
The returned device was evaluated, the cannula was found to be partially extended, and the slide insert was not observed to be seated securely between the mechanism rail wings as one of the rail wings was bent inwards. The root cause of this was determined to be mechanism rails-wings did not capture slide insert. The cannula not inserting properly into the infusion site contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.